Manufacturer narrative:
Product analysis conclusion; the reported type ia endoleak was confirmed on the films provided; however the cause of the event could not be confirmed. Lack of pr e-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Complete post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is possible that as suggested the stent graft was not implanted as far proximal as required. Only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the stent graft position in the patient difficult. It is possible that lack of full expansion of the suprarenal stent may have been a contributory factor in a proximal endoleak but analysis of the films provided could not confirm this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 47mm ruptured abdominal aortic aneurysm on the (B)(6) 2015. It was reported the patient presented to emergency room with back pain and a CT was performed approximately 5 years and 8 months post implant. The physician stated it looked like the stent graft had been placed low and endoanchors were then implanted. A ia endoleak was diagnosed on this CT. Intervention was performed on the same date, an endurant cuff and 4 endoanchors were implanted. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.